Event description:
(B)(6) / the product came with my prescriptions at (B)(6). Additional product details: this is for the packaging not the medication. (B)(6) uses it. I get my prescriptions at the (B)(6). The bottle cap can be open by anyone. You do not have to push down to open. Pulling up while opening and the bottle opens super easy. Just unscrewing the cap it opens. It is a white bottle with no branding, no labels, no information other than 90cc (I assume 90 count) and 19-a (I assume bottle size) and info on lid about pushing down to open.